Manufacturer narrative:
Device passed displacement test, self test, rewind and basic occlusion test. No motor error alarm noted during testing. Device was unable to prime during prime/compromised force sensor system test due to moisture damage on the force sensor resistor. All operating currents are within specification. All buttons functioning properly. However, found corroded keypad traces. No moisture damage on the electronic stack, motor, battery tube and vibrator assembly. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked display window and missing end cap sticker.

Event description:
Customer reported via phone call that the device smelled like insulin and was using up batteries within 4 to 5 weeks. Customer mentioned having high blood glucose and the basal rates were adjusted 3 times. Customer's blood glucose was unknown. Customer declined troubleshooting. Customer agreed to return the device for analysis.